Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine (18 mg/ml at 19.225 mg/day) and dilaudid (30 mg/ml at 32.042 mg/day) via an implantable pump. The pump's indications for use (ifus) were listed as non-malignant pain and other non-malignant pain. The hcp reported that the patient had been hearing a critical alarm since (B)(6) 2016, but didn¿t know what it was until her husband realized the pump was alarming. The hcp checked the pump status with logs on (B)(6) 2016. The hcp stated that there were multiple motor stalls and motor stall recovery logs starting on (B)(6) 2016, with the last motor stall on (B)(6) 2016 and a ¿stopped pump period may exceed tube set¿ message on (B)(6) 2016. The hcp denied electromagnetic interference (emi) or magnetic interaction. Additional information was received from a hcp on 2016-03-02. The hcp indicated that the cause of the motor stalls was unknown. The patient assessment form from (B)(6) 2016 indicates that the pump stopped and the patient was educated on withdrawal signs and symptoms and was encouraged to continue with her oral pain medication and seek medical attention, if needed. The patient¿s blood pressure was 142/98, her pulse was 76, and her respirations were 20. A review of the patient¿s respiratory system revealed abnormal lung sounds, shortness of breath and the patient received supplemental oxygen via a nasal cannula (nc); oxygen safety was reviewed with the patient. A review of the musculoskeletal system revealed weakness and alterations in range of motion (rom); fall prevention was reviewed with the patient. The patient was not exhibiting any signs or symptoms of withdrawal other than increased pain. The patient had low back and leg pain which radiate to bilateral legs and feet. The pain was described as sharp and dull. Pain alleviating factors were rest, lying down and medication. Aggravating factors were standing, walking, stooping and bending. The patient was using breakthrough pain medication twice daily. The patient was taking 2 hydrocodone pills once or twice daily. The patient¿s pain had reportedly increased since (B)(6) 2016. The hcp noted that the patient was upset. The patient was going to follow-up with her managing hcp to consult about pump replacement and pain maintenance in the meanwhile. Follow-up was conducted to ask whether surgical intervention had been planned or scheduled in relation to the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.